Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Customer's blood glucose (bg) level ranged from 300 mg/dl to 505 mg/dl; cause of elevated bg was unknown as customer declined further troubleshooting for elevated bg. Reportedly, customer either loaded a new cartridge or reloaded the existing cartridge to resolve the issue and resume insulin therapy.